Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that non-physiologic waveforms were present on right atrial (ra) lead. Follow-up with clinic revealed that waveforms were from the ra lead oversensing myopotentials due to lead being in unipolar configuration. Ra lead remains in use. No patient complications have been reported as a result of this event.